Event description:
Customer reported that the blood glucose reading starts to run high when the reservoir is running low. Customer also reported that there was sometimes blood at the site. She stated that she had also received a motor error alarm. The blood glucose reading was 63 mg/dl. Customer treated with juice. Customer stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarms noted. The motor tested ok. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked reservoir tube noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.